Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown cause. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead has dislodged with no associated patient symptoms.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown cause. This ra lead was replaced with the same model. No additional adverse patient effects were reported.